Event description:
Dexcom was made aware on 03/26/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with redness, inflammation, infection and fever on the needle puncture site, which occurred 10 days after the sensor had been inserted in the arm. The patient visited a chemist and mentioned about her symptoms. Because it was swollen around the neck area. She was recommended to visit a hospital. On (B)(6) 2025, she decided to visit a private clinic urgent care and consult regarding the infections. There they prescribed an oral antibiotic (apo-cephalexin 500 mg). The patient was doing good after days of taking her medication. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).